Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a lax total knee. The surgeon planned to put in a thicker insert. The femur and patella are well fixed and retained. The tibial tray came out after multiple hard hits. The tray appeared to be solid even though there was no cement on its backside. It was also reported that during reassembly of the instruments, it was discovered that one retaining spring was missing on the spacer block, and one was sprung on the tibial insert trial. The missing spring was not present and it is unknown where it is. It could have been left in the patient. This was captured in (B)(4). Doi: (B)(6) 2016, dor: (B)(6) 2020, left knee.